Event description:
It was reported that during a clinic visit the pacemaker system was interrogated and it was discovered that this right ventricular (rv) lead exhibited noise during the isometric testing. The physician decided to perform a lead revision procedure to extract this rv lead, but the lead extraction was delayed due to an occlusion. Additionally, the patient returned to clinic and reported experiencing dizziness and bradycardia. The pacemaker system was interrogated by the health care professional (hcp) and technical services (ts) was requested to review the stored data. Upon review, ts discussed with the health care professional (hcp) that the noise on the rv channel appear to be myopotential in nature and the pacemaker device was pacing as programmed. It was noted that the bradycardia may have been due to intermittent loss of capture (loc) possibly due to insulation damage in this rv lead. It was also noted the stored data showed abrupt impedance changes possibly due to spring contact issues in the header. The hcp reprogrammed the device settings and scheduled a revision procedure. At this time, the pacemaker and this rv lead remain in service. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).